Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Radiographs were provided and reviewed by a radiologist. The review identified superolateral dislocation of the femoral head. There is non-union of proximal femoral fracture/osteotomy with displaced greater and lesser trochanters fragments as as well as a displaced trochanteric plate and femoral cerclage wires. Although anatomic landmarks are not included in the field of view to make numerical assessments, the acetabular cup inclination appears mildly increased. A definitive root cause could not be determined however off label use may have contributed to the reported event. The zimmer biomet head was used in combination with a liner manufactured by a competitor. This combination is not approved or licensed for use. As per the instructions for use, it is stated under warnings ¿do not use biomet zpta ceramic modular heads with femoral stems or acetabular components offered by other manufacturers.' No corrective, preventive or field action was taken following the investigation of this event. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown liner: item# unknown; lot# unknown. Unknown shell; item# unknown; lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately seven weeks post-implantation, the patient required a revision surgery due to a right-sided hip dislocation and gt plate dissociation. The shell and liner implanted during the initial surgery were competitor products. It was further noted that the patient had been non-compliant and self-discharged following the primary revision surgery. Attempts have been made and no further information has been provided at the time of this report.